Event description:
Reportedly, during testing, the touch panel did not work in fact. Also the internal clock automatically changed the date to (B)(6) 2006. There was no pt involvement reported. The distributor reported that a software update resolved the issue.

Manufacturer narrative:
(B)(4).